Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that the "spo2 and o2 stat/value is intermittent when they are doing abgs - they are not correlating."